Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, door had failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door had failed. A field service engineer installed cables for the integrated main tower, restoring it to its original condition and position. The smart remote manager pyxibus cable was connected to the auxiliary cabinet. The system functioned as intended after the field service engineer troubleshot the device.